Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen in the clinic for a routine follow-up. Interrogation revealed some anti-tachycardia response (atr) episodes that showed atrial undersensing. P-waves with the competitive atrial pacing lead measured between 0.05-0.5mv. Sensitivity was reprogrammed to 0.5mv in the atrium. The patient also experienced swelling around the device and was scheduled for another device check. No adverse patient effects were reported.

Manufacturer narrative:
At the next device check, the device was observed to be eroding through the patient's skin. The patient was hospitalized and the device was explanted the following day. The patient was to start on a course of antibiotics, and it was planned for a new device to be implanted in a few days. The explanted device has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.